Event description:
It was reported that there was low impedance and increasing thresholds on the atrial lead. The patient has complained of "leakage" at the pocket and described it as a tingling feeling. The lead will remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator, (B)(6) 2010. (B)(4).